Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06688. It was reported that a pericardia effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient did not have a baseline effusion before the procedure. During the procedure, transseptal access was lost several times and on the last attempt to cross the septum an effusion was noticed. The patient was not hemodynamically unstable at this time so the procedure was continued. A watchman® access system (was) and a 21 mm watchman ® laa closure device & delivery system (wds) were used. The closure device was successfully implanted and the release criteria were met. After the procedure was completed, the effusion was noted to be larger and the patient had a drop in blood pressure. A pericardial tap was performed and 200 cc of blood was pulled off and re-infused via the groin sheath. The patient had a post procedure activated coagulation time (act) of 234 which was reversed via protamine. The patient was admitted to the hospital hemodynamically stable. The patient has since been discharged home.